Manufacturer narrative:
The received device had the cannula assembly deployed. The slide insert was fully visible in the viewing window and the formed needle retracted. No issues were found with the needle mechanism; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found damaged. It cannot be determined when or how this damage occurred. No other issues or damage were found on the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
I was reported that the cannula was visible, but the pink slide did not move forward; indicating a needle mechanism failure. The pod was worn less than an hour.